Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Device not returned.

Event description:
It was reported that during a routine shift check the autopulse platform (B)(4) displayed user advisory 34 (encoder failure) upon power up. No patient involved with this event. No further details provided.